Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: a device history record review was performed for provided lot number 9030555. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one shelf box with 100 physical samples was received for evaluation by our quality team. The shelf box has been already opened and it is labeled as lot# 9030555. A visual inspection was performed. The 50 samples are labeled with the lot# 903055 and another 50 samples are labeled with the lot# 9163857. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: the cause for this defect was not able to be determined and it is unclear where the mix occurred. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that needle 30x1/2 rb came with mixed lots. The following information was provided by the initial reporter: material no: 305136, batch no: 9030555. It was reported that there are mixed lots in the box.